Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with unknown antibiotics for the peritonitis. On an unreported date the pd catheter was removed and the patient was placed on temporary hemodialysis therapy. The pd nurse reported that the patient will return to pd therapy. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available.